Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The device system was explanted. There were no additional adverse effects reported. The lead is unable to be returned, and the new device system has not yet been implanted.